Manufacturer narrative:
Product complaint # (B)(4). This follow-up MDR is the only report being submitted for MFR report #3008114965-2017-00506. Additional information received on february 12, 2018: (B)(6). Conclusion: based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). This follow-up MDR will be the only report submitted for MFR report #3008114965-2017-00506. The device was received on january 02, 2018. Additional information will be provided within 30 days of receipt.

Manufacturer narrative:
(B)(4). This initial MDR will be the only report submitted for this. Initial reporter and user facility information was requested but not provided. Procode: krd/hcg. (B)(4). The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that a deltafill10 (dlf100410/ s12941), deltafill18 (dlf180415/ s12699) and deltaxsft (dlx100206/c40703r) were used during a transvenous coil embolization procedure at the left ss-ts for d-avf where the deltafill18 got stuck in the microcatheter. An approach was taken from the right femoral artery. The sheath, guiding catheters and microcatheter were advanced to the lesion and coil embolization started. The physicians started to deploy coils from the ss part of the union to the left ss and the left ts. Since backflow from the oa did not stop, the branch was embolized using nbca. Then the origin of the left oa was embolized as well and it was confirmed that flow from the dangerous drainage stopped. The complaint deltafill10 was used as fifth coil. The coil was over-size, so one of the physicians attempted to resheath the coil; however, the physician did not know how to resheath the coil so the coil could not be resheathed. It was handed to the other physician, but the physician damaged the sheath when the wire was withdrawn. The complaint deltafill18 was used as the 19th coil. There was no resistance or issue inserting the coil through a y connector or the hub. However the coil got stuck soon after it was peeled away and the delivery wire attempted to advance. The fluoro saver marker was far from the hand, which means that issue occurred near the proximal end of the microcatheter. Therefore, it was replaced with a new coil. The complaint deltaxsft was used as the 65th coil. The microcatheter was changed to a new microcatheter during this procedure, and it was the 6th coil to deliver. The coil was inserted through a y connector and the hub, the fluoro saver marker was about at the hand at this point. The physician started angiography, and it got stuck when the coil was at 2 cm away from the distal tip of the microcatheter. Therefore, it was removed from the patient. Reflux was observed and the speed of the second physician was fast. The procedure was successfully completed without further issues or delay. There was also no patient injury/complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to and after the event. No unintended detachment was observed in the vessel or in the microcatheter. The deltafill10 and deltafill18 will be returned for the investigation and the deltaxsft will not be returned for investigation. No further information is available. 93 coils were used in this procedure, and of that, 86 were implanted in the patient. The patient was a (B)(6) female whose vessel was moderately torturous and not calcified. A dcb02 control box, a sheath introducer (shuttle, cook), a guidewire (chikai, asahi intecc), two guiding catheters (6f fubuki, asahi intecc and cerulean, medikit), and two microcatheters (echelon, covidien and neurodeo10, medicos hirata) were also used for this procedure.